Event description:
It was reported that during npwt with a renasys go device, the device failed to stay turned on. The problem was not resolved when performing troubleshooting, the device remained in a standby mode with 100% charge and not continuous. No back up was available to continue treatment. No information about patient injury or procedure delay. No further information available.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. Probable cause may be a connection issue or component failure. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.